Event description:
Five months after undergoing stent implantation, of the middle left anterior descending artery (mlada) lesion, an angiogram revealed a 90% in stent stenosis within the bx velocity and 90% in the (dlada) distal left anterior descending artery. The lesion in the dlada was treated with a 2.75 x 23mm bx velocity stent. The mlada was treated with 3x15mm multilink stent that was deployed overlapping the bx velocity stent.